Event description:
Per the clinic, the patient experienced inflammation and draining at abutment site. Subsequently, the patient was treated with topical antibiotic on (B)(6) 2023 (duration not reported).